Event description:
Boston scientific crm received information that this transvenous defibrillation lead was noted to have been fractured. The lead was therefore surgically capped. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.